Event description:
It was reported that device will not stay locked when in use. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The warranty seal was intact. No footswitch, battery or battery charger was received. A functional test revealed the battery indicator would light but the unit would not pressurize. No motor sound was heard. Further troubleshooting determined the motor was bad. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was verified and the root cause was associated with electrical component failure.